Event description:
It was reported that the patient had high impedance and an increase in seizures following esophageal diverticulum surgery. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
It was reported that the patient had a lead replacement due to high impedance and a prophylactic generator replacement. The explanting facility historically does not return explanted products so device return is not expected.